Manufacturer narrative:
Returned device was within manufacturer specification. Investigation identified on issues or nonconformances during manufacturing and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It was initially reported that the patient experienced discomfort after lens use and sought medical attention on 02 september. Corneal abrasion was identified and treated with tobracin, cravit, ecolicin, and colistin. It was reported that the incident fully resolved, and the patient returned to lens use. Additional information received indicates that on 05 september the patient sought medical treatment for eye pain during lens use. The patient was diagnosed with a corneal ulcer in the left (os) eye. The patient was seen for five medical visits during the month of september until the incident resolved on 21 september. This incident is being reported due to the unknown size, location, or severity of the ulcer. Additionally, it is unclear if the interventions or medications were required to prevent or preclude any permanent impairment or injury or if permanent injury occurred. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was initially reported under 9614392-2022-00034 on 13 december 2022 as a corneal ulcer of the left (os) eye. It was indicated that the incident fully resolved, however; it was reported in an abundance of caution due to unknown location, size, or severity. Additionally, it was unknown if the patient experienced a permanent injury or if medical interventions or medication were required to prevent or preclude a permanent injury. Additional medical information was received 11 april 2023. The patient was diagnosed with a small peripheral corneal ulcer/infiltrate of the left eye. The incident was described by the physician as non-serious. While medications were prescribed for the treatment of the injury, they were not to prevent or preclude a sight threatening condition or permanent injury or impairment. The patient was seen five visits between onset (B)(6) and resolution (B)(6) with no resulting permanent injury. Based on the information received, this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.